Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level.